Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure a shaft fracture occurred. The 70% stenosed target lesion was located in the severely calcified and moderately tortuous left main coronary artery. A nc quantum apex mr 8mm x 3.00mm had been advanced to treat the lesion; however, the device was unable to cross the lesion. While pulling the balloon, the shaft broke at the monorail exit port and a portion of the balloon detached as well. The detached shaft was removed from the coronary artery with a snare; however, the balloon was not. 3 days later, angioplasty of the left main was performed with an unspecified balloon. The residual balloon fragments were able to be removed. Ivus was also performed with "good result". No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).